Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the right extension was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection the returned lead found an internal wire being broken 4cm from terminal end.